Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and it was programmed to ddd mode at 40 min-1 after implantation procedure. However, it was observed that the device was operating in vvi mode at 60min-1.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Preliminary analysis showed that the reported behavior resulted from an incorrect management of basic rate during fallback mode switch mode by programmer software.

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and it was programmed to ddd mode at 40 min-1 after implantation procedure. However, it was observed that the device was operating in vvi mode at 60min-1.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device was implanted on (B)(6) 2015 and it was programmed to ddd mode at 40 min-1 after implantation procedure. However, it was observed that the device was operating in vvi mode at 60min-1.